Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended, however it was reported that the patient was in an intensive care unit due to neurological issues. The device did not plan to be replaced due to the patient's other health condition.